Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018 an email was received from a patient (pt) in (B)(6) who was diagnosed with a corneal ulcer while wearing the acuvue oasys for astigmatism brand contact lenses. The pt reported purchasing a box of lenses recently and had used the suspect lens for less than 10 days when the pt experienced redness and discomfort on (B)(6) 2018. The pt removed the suspect lens that evening and the following am the pt awakened with a very red eye with a ¿little ball¿ in the center. The pt went to an eye care provider (ecp) who advised the pt ¿acquired a bacteria from the contact lens, and this bacteria had burst an ulcer in the corner of my eye.¿ the pt was prescribed vigamox eye drops, but the eye seemed to worsen. On (B)(6) 2018 the pt awakened and ¿could not see¿ and went to an eye hospital for evaluation. The pt was transferred to a different hospital and since has been ¿instilling strong eye drops¿. On 05jul2018 a call was placed to the pt who provided additional information: on (B)(6) 2018 the pt reported od discomfort and redness upon removal of the suspect lens. The following am the od was very red with a ¿small white spot on the center of the eye¿. On (B)(6) 2018 the pt went to a clinic and was diagnosed with a central bacterial ulcer and prescribed vigamox q 2 h and lubricating drops q 1 h. On (B)(6) 2018 the pt reported od pain and worsening symptoms. On (B)(6) 2018 the pt returned to the clinic and the ecp advised the corneal ulcer was worse. The pt reported vision loss because the corneal ulcer was in the center of the eye. The pt was referred to a hospital and prescribed gentamycin and cefazolina every hour for 2 days, then on (B)(6) 2018 the dosage was decreased to q 2 h for 3 days, then on (B)(6) 2018 q 3 h until the follow-up visit on (B)(6) 2018. The pt was advised the ulcer was smaller and the vision had improved. The pt was advised to discontinue contact lens wear. The ecp was unsure if the pt will be able to return to lens wear or will need surgery if scarring is noted. The pt reported a 20 to 30-day wear schedule and uses ultrasept solution to disinfect the lenses. On 05jul2018 a call was placed to the pts treating clinic and a representative provided additional information: the pt had visits on (B)(6) 2018. The pt was diagnosed with an upper left temporal corneal ulcer, ¿rca ++++¿. Pt was prescribed vigamox q 2 h, artelac and a return appointment on friday. Pt did not return until saturday. The representative reported the ecp was unsure if the pt used the medication as prescribed as the condition worsened by the second visit. The pt reported pain and stated the medications were used as prescribed. The ecp referred the pt to a different treating ecp. On 05jul2018 an email was received from the pt with additional information: the pt provided the treating ecp information. The pt reported the suspect od lens was worn for less than 10 days. The pt reported irritation and the suspect lens was removed. The od was ¿washed with saline¿ and the pt went to the ecp the following day. A note from an ecp dated (B)(6) 2018, work excuse through (B)(6) 2018; ¿ICD code: h16.0¿ a note from an ecp dated (B)(6) 2018, work excuse, may return to work on (B)(6) 2018; ¿ICD code h16.0¿ a prescription dated (B)(6) 2018 for vigamox 1gtt every 2 h, artelac 1gtt every 1 h; ¿ICD code h16.0¿ a prescription dated (B)(6) 2018 for cefazolin 1gtt, every 1 h to affected eye until return. Gentamycin 1.2% 1gtt every hour to affected eye until return. Document dated (B)(6) 2018, pt return date (B)(6) 2018, reason: serious corneal ulcer; images of bottles of cefazolin 5% and gentamycin on 09jul2018 a call was placed to the pt and additional information provided: pt reported ecp visits on (B)(6) 2018. The od vision was better and the corneal ulcer was smaller, but pt still not able to see well. Pt may have a scar that may affect the vision. On the (B)(6) 2018 visit the cefazolin and gentamycin drops were decreased to every 4 h, pt still using lubricating drops. Pt reported a pending fu visit on (B)(6) 2018 and possibly additional visits on (B)(6) 2018. On 11jul2018 a call was placed to the pt, but no additional information was received. On 18jul2018 an email was received from the pt with additional information: pt went to another appointment and stated that the eye has already healed well and the ecp stopped the use of the ¿strong eye drops¿. Pt was instructed to use vigamox q 4 hours for a week with a follow-up appointment on thursday for evaluation. On 19jul2018 and email was sent to the pt and a call was also placed to the pt for additional information for the 19jul2018 ecp follow-up visit, but no additional information was received. On 25jul2018 a call was placed to the pt. Spoke with pts family member who reported the pt was not available. The pt had a follow-up appointment with the ecp today. Pt has a return appointment on (B)(6) 2018 for evaluation of corrective eye surgery or a routine contact lens fitting. No additional information was provided. The od suspect lens was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00p7k4 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On 27jul2018, additional information was received from the patient (pt): on (B)(6) 2018 the pt continued 1 week use of vigamox every 4 hours. The pt is no longer using medications. The pt reported that od vision is limited. The pt reported that the corneal ulcer was 3mm in size and was visible with the naked eye at the time of initial treatment at the hospital. The pt was told that there is a scar in the center of the cornea. The pt reported a return visit to the ecp on (B)(6) 2018 for fitting of rigid gas permeable contact lenses (cls) and a possible corneal transplant. On 14aug2018, additional information was received from the patient (pt): the pt reported that at the last ecp visit the pt was successfully trial fitted with rigid gas permeable cls and will not need a transplant. No additional information has been received. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.